Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient has a posterior spine construct from t10-ilium. The construct is two constructs attached with connectors. The upper construct is t10-l2 synthes uss dual opening and is connected with expedium rod to rod connectors just below l2 and connects to a depuy expedium 5.5mm rod construct from l3-ilium. Dr. (B)(6) said that the lumbar portion of the construct was placed in 2015. The issue is that according to dr. (B)(6) the patient has a non-union at l5-s1. The patient's rods broke bilaterally between the l5 and s1 screws. On (B)(6) 2019 dr. (B)(6) performed the revision. During the revision, dr. (B)(6) removed the left and right expedium rods that were connected to the depuy rod to rod connectors. It appears that the left and right rods were cut from a single 480mm cobalt chrome rod - 196789480. There was no visible serial # on the rods. Both were broken. Dr. (B)(6) then switch out the right l5 screw that was loose. He removed a 7.5mm x 50mm expedium poly screw 179712050. He then inserted a 8.0 x 50mm (179712850) to the same screw hole. There was a tremendous amount of torque needed to insert the screw. Before getting the screw fully seated, the driver tip on the screwdriver broke off in the screw. Dr. (B)(6) then cut a short rod and placed a locking cap into the screw to secure the rod. He torqued the locking cap. He then used the expedium countertorque to try and "helicopter" the screw out. This did not work. The screw head rotated, but did not back the screw out. Dr. (B)(6) then used a metal cutting burr to cut the head off of the screw so that he could place a rod. Because the screw was elevated above the level of the other screws, a rod could not be placed - this screw would get in the way. He successfully cut the screw head off along with the top of the screw that contained the broken driver tip. Dr. (B)(6) then cut and contoured 2 new rods. He then placed them in the rod to rod connectors attached to the upper rods. He then placed new expedium locking caps to connect the rods from l3-ilium. He successfully completed the procedure. No other information is available. No patient height or weight available. No images available.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination at the microscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver¿s tip was not returned. The fracture analysis report reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fracture tip underwent a quasi-static overload torsional shear failure . A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the screwdriver¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.